Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a hardware low-level failure (pump error 63). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, and the customer was able to clear the error and successfully complete the fill cannula delivery test. The error table indicated that the pump requires replacement. No harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per the health care professional's instructions. Mmt-1885 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the customer¿s time of calling. Unit passed the displacement test and self-test. No pump error 63 alarm noted during testing. However, on (B)(6) 2025 18:30:19.000, pump error 63 was recorded. File number=2017 line number=147. Per software engineering log investigation, pump error 63 was caused by twi interface on main/motor processor. Isolate to electronic assembly. Unit was cut open and a visual inspection on the connectors and electronic assembly was performed. Per visual inspection, all connectors, including motor flex connector, were plugged in properly. Corrosion was found on electronic assembly pcb1. Isolate to electronic assembly. The following cosmetic damages were noted: label damage (faded), broken belt clip rails, cracked case (battery tube), battery tube threads - cracked, cracked case, cracked keypad overlay, missing display window/cover, keypad overlay texture damage, scratched case, and pillowing keypad overlay. Additionally, unit was received with corroded battery tube. In conclusion, customer allegations of pump error 63 were confirmed when pump error 63 alarms were noted during download history review. Corrosion was also noted on pcb1 during deconstructive analysis. Isolate to electronic assembly. Additionally, unit was received with corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.